Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information unknown / not provided. D4: unique identifier (UDI) number not available. D9: device availability unknown / not provided. G4: premarket identification: k011245/k002188. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the implant at tooth site 7 fractured and was removed. The patient swallowed the fractured part. Discomfort and pain were reported as a result of the event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) spb10, (impl tapered sp 3.7mm 10m m octagon) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The bottom piece of the implant was not returned with the implant. The crown was modified and was damaged likely during the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 63136904. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63136904 for similar events and no other complaint was identified. Review completed utilizing keywords: ingestion/swallowing & fracture implant based on the investigation and risk management file review, the most likely root causes determined from the investigation are long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors, incorrect techniques used. Therefore, based on the available information, a device malfunction did occur. The reported event (fracture implant) was confirmed with all the available information. The event ingestion/swallowing was non-verifiable with the information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.